Event description:
It is reported that a pump was alarming for an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter received and evaluated the device. The reported symptom upstream occlusion alarm was confirmed through the history log but could not be reproduced. It was determined that this alarm was caused by a failed upstream sensor, which will make the device more sensitive to upstream occlusion alarms. As a result, the upstream sensor was replaced.